Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient with a neurostimulator for failed back surgery syndrome. It was reported there was a pressure sore near the implantable neurostimulator (ins) site. The date of the event was not known, and a revision was planned on the day of the report. The healthcare professional may replace the implant. Compatibility guidelines were requested for pacemaker. Information has been requested regarding the diagnostics performed (and results), potential causes or factors that may have led to the issue, and the actions/intervention taken. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported that the patient had an opened area due to skin breakdown over their dorsal column stimulator site that the patient was treating with neosporin. There was no complete breakdown through to the pocket but there was a breakdown over the wound. This issue started 1 to 2 months prior to (B)(6) 2015. The patient also had difficulty walking and an inability to exercise. Their gait was antalgic and the patient used a cane. The patient¿s si joint looked good and appeared to be solidly fused. The patient¿s lumbar fusion also appeared to be solidly fused but there was some degeneration seen above the level of their fusion at 1-2. It was noted that the device was a ¿bad chronic stimulator¿ that had failed. The implantable neurostimulator (ins) was removed and replaced with a new ins. The new ins was placed in a new ins pocket and the lead wires were tunneled from the old pocket to the new pocket. The new ins was tested and felt to be adequate so the incision was closed. The old pocket was irrigated, debrided, and the soft tissues were tacked down. The old pocket was then closed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.